Manufacturer narrative:
Two samples were provided for investigation. An interfering factor against a component of the reagent could be identified in both samples. This type of interfering factor is addressed in the product labeling.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys ft3 iii results for 2 patients tested on a cobas 8000 e 801 module compared to a centaur. It was unknown if the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The customer's cobas e801 serial number was requested but was not provided. At the investigation site, the cobas 8000 e 602 module serial number was (B)(4). The ft3 iii reagent used on this instrument was lot 314666 with an expiration date of 28-feb-2019. At the investigation site, the cobas e 411 immunoassay analyzer serial number was (B)(4). The ft3 iii reagent used on this instrument was lot 314666 with an expiration date of 28-feb-2019. At the investigation site, the cobas e801 serial number was (B)(4). The ft3 iii reagent used on this instrument was lot 314824 with an expiration date of 30-may-2019. The investigation is currently ongoing.